Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator alarmed with a battery failure message. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Conclusion / root cause: the power management (pm) pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).